Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer's family member stated that pt had problem with the paradigm link glucose meter not measuring the customer's bg consistently or accurately. Instructed customer call back to perform the high-pressure test when the clamp arrives.